Event description:
Customer's wife reported that customer had passed away on (B)(6) 2014. Customer's last recorded blood glucose was 120 mg/dl. Customer's wife stated she went to church for about two hours and when she came home, customer had already passed away. She said the cause of death was most likely due to heart issues. Customer was wearing the device when he passed. Customer's wife stated that customer's passing was most likely not due to any device related issues. She said customer was in control of his diabetes. She is not returning the device because she is donating it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.